Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, insulation damage was noted on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete stretched lead was returned in one piece with the helix extended and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can.